Event description:
It was reported that the event was resolved on 14nov2019.

Manufacturer narrative:
Section b5: additional information

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been on preventative doxycycline post operation for some time for prevention of infection. The patient developed increased drainage and cultures were obtained from outside the facility. These cultures were positive for group b strep on (B)(6) 2019 and the patient was brought to the hospital for a brief stay for consult with infectious disease. It was felt that IV antibiotics were not needed at this time and the patient was discharged the same day on (B)(6) 2019.